Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the vent was in use on (B)(6) 2026, time unknown in ac mode. It was in use for about 15 minutes then it stopped therapy, red alarm displayed, audible beep, vent failure alarm displayed. The respiratory therapist used toggle switch to shut alarm off. There was no patient harm.